Event description:
It was reported that the guidewire tip detached. The patient was undergoing a trans-arterial chemoembolization (tace) procedure for treatment of hepatocellular carcinoma. Access was gained via the common femoral artery. A non-boston scientific (bsc) catheter was placed in the common hepatic artery. A 180x25cm fathom-16 guidewire was selected for use with a non-bsc microcatheter to navigate the tortuous anatomy. During the procedure, while navigating a loop into the anterior segment artery, the wire was snagged on the microcatheter. Friction was felt, so the microcatheter and the wire were pulled back to try to dislodge. It was noted that a part of hydrophilic wire tip sheared off within the anterior segmental artery. The microcatheter and the rest of the wire were successfully removed. Angiogram showed that the vessel was still patent. The fractured tip was left in situ within the anterior segmental artery as snaring attempts could result in migration. The guidewire was replaced with a non-bsc guidewire to cannulate the subsegmental vessel and the vessel was successfully embolized with good result on cone beam CT. Monitoring of the fractured tip left in situ will be done by follow up with CT studies. No further complications were reported and the patient was well post procedure.

Event description:
It was reported that the guidewire tip detached. The patient was undergoing a trans-arterial chemoembolization (tace) procedure for treatment of hepatocellular carcinoma. Access was gained via the common femoral artery. A non-boston scientific (bsc) catheter was placed in the common hepatic artery. A 180x25cm fathom-16 guidewire was selected for use with a non-bsc microcatheter to navigate the tortuous anatomy. During the procedure, while navigating a loop into the anterior segment artery, the wire was snagged on the microcatheter. Friction was felt, so the microcatheter and the wire were pulled back to try to dislodge. It was noted that a part of hydrophilic wire tip sheared off within the anterior segmental artery. The microcatheter and the rest of the wire were successfully removed. Angiogram showed that the vessel was still patent. The fractured tip was left in situ within the anterior segmental artery as snaring attempts could result in migration. The guidewire was replaced with a non-bsc guidewire to cannulate the subsegmental vessel and the vessel was successfully embolized with good result on cone beam CT. Monitoring of the fractured tip left in situ will be done by follow up with CT studies. No further complications were reported and the patient was well post procedure.

Manufacturer narrative:
Device eval by MFR: the device was received and analysis was completed. The guidewire were returned with a torque device. It was observed that the guidewire was detached at distal section and kinked at proximal section. Under microscope it was observed that the guidewire was detached at distal section. Inspection of the remainder of the device revealed no other damage or irregularities.

Manufacturer narrative:
H6 - impact code: corrected to serious injury/ illness/ impairment.

Event description:
It was reported that the guidewire tip detached. The patient was undergoing a trans-arterial chemoembolization (tace) procedure for treatment of hepatocellular carcinoma. Access was gained via the common femoral artery. A non-boston scientific (bsc) catheter was placed in the common hepatic artery. A 180x25cm fathom-16 guidewire was selected for use with a non-bsc microcatheter to navigate the tortuous anatomy. During the procedure, while navigating a loop into the anterior segment artery, the wire was snagged on the microcatheter. Friction was felt, so the microcatheter and the wire were pulled back to try to dislodge. It was noted that a part of hydrophilic wire tip sheared off within the anterior segmental artery. The microcatheter and the rest of the wire were successfully removed. Angiogram showed that the vessel was still patent. The fractured tip was left in situ within the anterior segmental artery as snaring attempts could result in migration. The guidewire was replaced with a non-bsc guidewire to cannulate the subsegmental vessel and the vessel was successfully embolized with good result on cone beam CT. Monitoring of the fractured tip left in situ will be done by follow up with CT studies. No further complications were reported and the patient was well post procedure.